Event description:
Customer reported that pump was experiencing occlusions. There was no adverse impact to the customer's blood glucose level. Customer was unable to troubleshoot immediately. Tandem technical support followed up and troubleshooting was denied. Therefore no additional information was obtained.